Event description:
The coag tip got too hot, started "burning" where the blue insulator and the tip connect, and burned through the drape. A new coag tip was opened and used to complete procedure.====================== manufacturer response for electrocauter tip, megadyne======================manufacturer provided rga# for return product evaluation.